Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.